Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "leaking". The side for the record is unknown. Device remains implanted.

Manufacturer narrative:
The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "leaking silicone breast implants"; capsular contracture, baker grade unknown; "calcified breast masses." Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6, h11.

Event description:
Healthcare professional reported unknown side "leaking". Healthcare professional later reported this record is for the left side. Healthcare professional later reported "capsular contracture" baker grade unknown, "calcified breast masses", and "obvious silicone gel bleed". Device was explanted and replaced. Capsulectomy was performed. Device will not be returned.

Event description:
Healthcare professional reported "leaking". Healthcare professional later reported this record is for the left side. Healthcare professional later reported "capsular contracture, baker grade unknown" and reported that device was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: b.5., h.6., h.11.